Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillator conductor was distorted.

Event description:
It was reported that one month post implant, the right ventricular (rv) lead sensing was low and threshold was high. During the lead revision, the superior vena cava (svc) coil stretched and insulation was moving. The physician elected to explant and replace the lead. No patient complications have been reported as a result of this event.